Event description:
It was reported that stent damage occurred. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was found out that the stent strut was lifted. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported.